Event description:
During a pta in the femoral artery, the balloon burst. A 10cc syringe was used to inflate the balloon and therefore the pressure at which the balloon burst is unknown. The target lesion was said to be moderately calcified. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no report of patient injury. As per the reporting affiliate, no additional proceduarl information is available. The product is available for evaluation and testing; however, it has not been received to date.